Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's muffler assembly and fio2 housing was replaced to address the issue. Device was cleaned and passed final testing.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's muffler assembly and fio2 housing was replaced to address the issue. Device was cleaned and passed final testing. The muffler assembly and fio2 housing were sent for additional evaluation. The muffler assembly was evaluated, and it was found that the lab was unable to duplicate the complaint of the trilogy evo muffler housing. The lab visually inspected the suspect component for obvious defects and found none. The lab installed the suspect component into the trilogy evo test bed, and the muffler housing passed the leak verification testing. It has determined that the muffler housing functions as designed. The fio2 housing was evaluated, and the lab was unable to duplicate the complaint of the trilogy fio2 receptacle assembly. The lab visually inspected the suspect component for obvious defects and found none. The lab installed the suspect component into the trilogy evo test bed, and the fio2 receptacle assembly passed the leak verification testing. The lab has determined that the fio2 receptacle assembly functions as designed.